Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle replacement surgery. The patient report reported lots of swelling, pain, and limping with good range of motion one year post-op.